Manufacturer narrative:
Date of birth is reported as (B)(6) 2018; but if the patient is having hallucinations and is pressing buttons, this date must be in error. (B)(6).

Event description:
It was reported that the patient was having hallucinations and pressing buttons on the cadd® cadd-legacy® duodopa pump causing the continuous dose to change. The patient changed the continuous dose to 19ml/h. The lock level set on the pump is 5.4ml/h. No report of patient injury.